Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent screw (from a different manufacturer) replacement surgery at l3/4. Intra-op, when using the drill in order to place screw at the facet on l3/4, the drill broke. Guidewire was not used, but drill guide was used. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis results: visual and optical examination confirmed the cannulated drill tip has been sheared off between the drill tip and the driving shaft. It appears the tip of drill broke due to bend stress overload. The drill bit appears to be heat treated properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.